Event description:
It was reported that (2) devices were used during a colon resection. It was reported by the rep that the surgeon was performing a functional end to end anastomosis and had fired the tlc55 instrument three times without any problems. Upon trying to fire the device for the fourth time, the instrument was reloaded, fired and released. Once the stapler was removed from the wound sight, it was observed that the staple line was incomplete and some of the staples did not form properly. The surgeon sutured to close the anastomosis and the procedure was completed without further incident.